Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/22/2019. The field service engineer (fse) was able to verified the reported problem. The fse replaced the touch screen to address the reported problem. The unit passed all testing.

Event description:
The customer reported that the touch screen is not responding. The customer reported that the unit was not in use on patient.